Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had a 99%, de novo lesion that was moderately tortuous left anterior descending. While attempting to implant a 3.5 x 23mm cypher stent at the target lesion, the balloon ruptured prior to nominal pressure at 6atms. The stent was under-dilated, therefore, post-dilation was conducted with a different balloon and the cypher was further dilated. The procedure was completed successfully and there was no reported patient injury.